Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released during preventative maintenance (pm) performed at the customer site, the thermogard hq temp mgt console (sn tghq20006) failed initial functional testing, failing the pump lid sensor test. The possible root cause was saline damage to raceway hall sensor and pump rotor. During visual inspection of the thermogard console, saline damage to pump rotor was observed. The thermogard console failed the initial functional test, failing the pump lid sensor test. The pump lid sensor will not recognize the door being opened. The raceway rotor assembly was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard hq temp mgt console with sn tghq20006.

Event description:
During preventative maintenance (pm) performed at the customer site, the thermogard hq temp mgt console (sn tghq20006) failed initial functional testing, failing the pump lid sensor test. No patient involvement.